Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had unknown mentor gel implants placed or an unknown indication on (B)(6) 2018 and continued to experience symptoms from a previous diagnosed auto immune disorder hashimoto¿s disease. The hashimoto¿s disease was diagnosed in either 2016 or 2017. The auto immune symptoms attributed to the hashimoto¿s disease were muscle cramps. A set of unknown mentor saline prostheses was also reported and associated with the hashimoto¿s disease in a medwatch report submitted under mw5085523. This is being reported under manufacturer¿s reference number (B)(4) and was replaced on (B)(6) 2018 by the gel implants associated with this report. The patient replaced these gel implants at an estimated date of (B)(6) 2019 with another set of saline implants, unknown manufacturer, and reported the following issues: fatigue, brain fog, memory loss, muscle and joint pain, hair loss, dry skin, premature aging, inflammation, insomnia, dry eyes, decline in vision, thyroid issues, adrenal issues, low libido, easily bruised, cough, difficulty swallowing, acid reflux, intestinal problems, pancreatitis, fevers, night sweats, temperature intolerance, infections, rashes, allergies, tinnitus, slow muscle recovery after activity, heart palpitations, chest pain, frequent urination, dehydration, extremity numbness, cold and discolored limbs, shortness of breath, pain and sensation around the implants, liver dysfunction, anxiety, depression, and fibromyalgia. The unknown implants were removed, and the patient reported to have a 50% improvement in symptoms. These issues were not confirmed by a healthcare professional. The dates of the reported symptoms and replacements of devices is not clear. The dates are estimated taking the most conservative reporting approach. If additional information is made available in the future a supplemental report will be submitted. See 1645337-2019-12506 for contralateral prosthesis report.